Event description:
It was reported that, 2 days after a device replacement, there was a ventricular lead warning, and it was noted that there were 129 low impedance paces in 12 days. It was also reported that there was far field sensing occurring on the atrial lead causing false mode switches to occur. The patient also reported feeling what she thinks is a lead test occurring intermittently throughout the day. The device was reprogrammed. The device and both atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, 2 days after a device replacement, there was a ventricular lead warning, and it was noted that there were 129 low impedance paces in 12 days. It was also reported that there was far field sensing occurring on the atrial lead causing falsemode switches to occur. The patient also reported feeling what she thinks is a lead test occurring intermittently throughout the day. The device was reprogrammed. The device and both atrial and ventricular leads remain in use. It was further reported that the atrial lead exhibited possible far field r-wave (ffrw) sensing. Additionally, the ventricular lead exhibited noise and high thresholds. Follow up was attempted for additional information, but was unsuccessful. The leads remain in use. No patient complications have been reported as a result of this event.